Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d314drm, implantable cardioverter defibrillator (ICD) - implanted: (B)(6) 2013; 507645, implantable pacing lead - implanted: (B)(6) 2004. (B)(4).

Event description:
It was reported that the new right ventricular (rv) lead that was just implanted the day before has high impedance. The caller stated that they also see a pattern of ap vs vsp (atrial pace, ventricular sense, ventricular sense pace) whether the lead is in tb (true bipolar) or ib (integrated bipolar) sensing configuration. It was noted that the new rv lead is very close to one of the abandoned leads as seen on x-ray. The lead remains in use. No patient complications have been reported as a result of this event.